Event description:
It was reported the patient had surgery last (B)(6) and ¿it had not worked since the implant.¿ it was noted the patient would ¿pick up speed when they would talk.¿ it was stated since the surgery the patient had fallen down 6-7 times. It was noted the patient had speech impairment and it was hard to understand them. It was later reported that there was a poor communication screen but they were eventually able to conform with both the left and right sides on and ok. Stimulation was turned off and back on. Since implant the patient had been falling down and losing her balance much more than before the implant. The patient¿s balance and falls had gotten worse after implant and the patient was unsure if it was safe to walk and she used a walker. The patient had had a major fall about 2 months after implant,(B)(6) or (B)(6), she had fallen on the carpet while she was hanging clothes. It was noted that the patient went to rehab after the fall. Patient wanted to discuss turning therapy off to see if it would improve her falls/balance. Patient inquired about lead placement and how it effects stimulation. The patient was not sure if the deep brain stimulator was causing her falls but felt that it was either the deep brain stimulator or disease progression. It was later reported that since implant the patient had balance issues. The patient had never had this before implant and had fallen multiple times. The patient was told that it was due to her recent surgery. The patient was still falling and had broken her hand from a fall. Reference manufacturer¿s report number: 3004209178-2015-08800.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va01zjk, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va01zjk, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37603 lot# serial#(B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).